Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the sternal saw blade guard was bent. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.